Event description:
A distributor in france reported that a customer's pump was experiencing issues with sound and vibration modes, as these functionalities were no longer working properly. There was no reported impact to the customer's blood glucose level as the bg value was not available. Despite adjustments to the pump's settings, the problems persisted, and the ce mark was erased. The pump was expected to be returned for further examination, and a replacement pump with a different serial number was arranged for the customer.